Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion alarm. Reportedly, the customer changed out all supplies and resumed insulin. In addition, customer stated the pump battery dropped from 50% to 5% while connected to a power source. Customer reported blood glucose level was not impacted. Reportedly the customer will continue to use the pump until the replacement pump is received.